Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inhibited pacing and initiated noise reversion episodes due to external electromagnetic interference. The dependent patient presented in clinic for a routine follow-up and experienced pre-syncope during the event. The device was reprogrammed. The patient was in stable condition and will continue to be monitored.